Manufacturer narrative:
Method: no lenses were returned for eval. Eval of lot history record showed no indication that the lot reported for the device could have caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. This is being reported as stinging and burning that required medical intervention; however, there is no indication of permanent damage to the body. We are reporting this because we cannot rule out that our product did not cause or contribute to the event as reported by the pt. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
Summary provided by pt to the eye care practitioner is that pt's eye burned when contact lens was inserted into the eye. The pt opened the package, removed the right contact lens with a plastic tweezers, placed the lens on the fingertip, and inserted the lens in the right eye. Pt felt burning and pain and had difficulty removing the lens from the eye, even after washing the eye with tap water and artificial tears. Pt had pain and swelling in the eye. Pt went to eye hospital where eye was numbed. Pt subsequently took painkillers when numbing wore off. Cortisone ointment was prescribed. Pt was instructed not to wear lenses for six days and was scheduled for a follow-up appointment with the eye care practitioner. No permanent damage and no reduction in va were reported.